Event description:
It was reported that adverse event occurred. The sensor was inserted into the abdomen. On (B)(6) 2026, the patient became aware that the sensor had fallen off at approximately 3:00 p.m. The amount of time between the sensor detaching and the onset of symptoms was not specified. The patient subsequently experienced dizziness, and a blood glucose (bg) meter reading at that time was 200 mg/dl. The patient went to the emergency room for evaluation. At the ER, the patient received an unspecified intravenous treatment. Following treatment, the patient¿s bg level reportedly ¿went down,¿ although no specific value was provided. The patient was discharged after being in the ER for less than 24 hours and was reported to be ¿fine¿ at the time of the report. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.